Event description:
A french distributor contacted zoll to report that a patient passed away on (B)(6) 2026. The patient received two inappropriate treatments on the day before passing. The patient's spouse stated that the lifevest worked and the patient passed away the day after due to cancer. Following the treatment, the vest was removed at the patient's request with no subsequent hospitalization. The patient was last seen in sinus rhythm @ 70 bpm with tall t waves and hb before the lifevest was removed. The device was started up at 19:29:24 on (B)(6) 2026. At 18:59:45 on (B)(6) 2026, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with tall t waves and hb. Between 19:00:17 and 19:00:50, the patient received the two inappropriate treatments. Double counting contributed to the false detection. Rhythm at the time of each treatment was sinus rhythm @ 80 bpm with tall t waves and hb. Post shock rhythm was asystole transitioning to sinus rhythm @ 70 bpm with tall t waves and hb. The electrode belt was disconnected at 19:09:17 on (B)(6) 2026.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.